Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect while using a cordless drill. His implantable neurostimulator turned off and his symptoms "came on like never before." Additional information has been requested, a follow-up report will be sent if additional information becomes available.